Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. It was also reported that the pump time was incorrect, cause was unknown. The customer declined assistance from tandem technical support regarding the issue, therefore no additional information was obtained.